Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology; highly calcified and 95% stenosis). Failure to follow instructions (use of force). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; highly calcified and 95% stenosis). (B)(4).

Event description:
The physician was attempting to use a 2.25 mm diameter x 30mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that there was a severe lesion in the prca with over 90% occlusion, highly calcified and 95% stenosis present. The lesion was pre-dilated. It was reported that the resolute integrity stent was delivered to the target lesion with notified resistance and force was used to advance and withdraw the stent. When the stent was removed from the patient, it was reported to be flared in the proximal stent segment. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed.